Manufacturer narrative:
Reported event of inappropriate magnet response was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated the device was within normal range of operation, magnet response was not active. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that inappropriate magnet response was noted on the device. Abbott technical support was contacted and the device was explanted and replaced during an unrelated procedure. The patient was in stable condition.